Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. The test reservoir does not lock in place due to missing retainer, missing reservoir tube o-ring and dog chewed marks on the reservoir tube compartment. Also, dog chewed marks on the keypad overlay, lcd window and case assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was unable to lock inside insulin pump. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The insulin pump will be returned for analysis.